Event description:
The advocate called for help with the customer's contour meter. She stated the customer had received an error code while using her meter. While troubleshooting, it was discovered that the meter display was missing segments. The customer did not appear to be aware of the missing segment, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.